Manufacturer narrative:
A steris service technician inspected the sterilizer and found that the sterilizer feet were not level, which can occur over time if the sterilizer vibrates during processing cycles. The technician adjusted the feet levelers to eliminate the door from swinging shut and placed the sterilizer back in service. No further issues have been reported with the sterilizer.

Event description:
The user facility reported that while a hospital employee was removing a transfer cart from the sterilizer, the sterilizer door swung back and hit the employee on the arm. The employee was treated at the facility occupational health department for a burn on his left arm. The employee missed 1 day from work. The user facility reported the employee is back to work and the burn has healed completely.